Event description:
The initial event was reported to stryker orthobiologics on (B)(6) 2013 as a potential infection. Six documented attempts were made to obtain additional information to confirm the event happened without success. After escalation to management more information pertaining to the procedure, surgeon, and hospital information was received on (B)(6) 2013. Contact with the hospital confirmed that no infection was reported by the surgeon the date of the surgery. Contact was made with the surgeon where it was learned that the patient experienced sepsis on (B)(6) 2013, 23 days post op. Patient was treated with débridement followed by a second débridement on (B)(6) 2013 when the implant was removed. Patient was reported to be in good health and received a new implant on (B)(6) 2013, with no adverse consequences.

Manufacturer narrative:
A comprehensive complaint history was performed where it was determined there have been no other reported cases of sepsis associated with the use of vitagel. It is likely the vitagel did not induce the sepsis as this event occurred 23 days after implantation of the hip components. If an infection were to occur as result of vitagel; such an event would occur relatively close to the date of use as the product comes into contact with soft tissue. The resorption rate for vitagel is 30 days after use. There was no reported infection during patient care at the hospital following the surgery on (B)(6) 2013. Patient was reported to be in good health following explantation of the hip components and in good health following the hip component replacement. Device lot information not identified, discarded after use.